Event description:
It was reported that when the percutaneous extension was removed from stage one the healthcare professional (hcp) stated that one set screw bent when the torque wrench was used. The setscrew almost flipped and prevented the hcp from extracting the lead from the percutaneous extension. The hcp had to cut down the percutaneous extension to free the lead. The implantable neurostimulator (ins) and lead connected with no issue. There were no problems as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3889-28, lot# va08745, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).